Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs from (B)(4) and found 1 sample was ran in duplicate. The first result was negative with 466 rlus and the second result was positive with 724 rlus. Pas noted the affected sample has a low target amount reason fo the positive and negative results. Pas noted that there is no indication of hardware failures nor reagent preparation issues. The customer understood. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
The customer expressed concern after running sar-cov-2 assay lot 273163 on their panther (B)(4). Customer compared samples previously tested positive on another testing platform and received negative results on many low positive samples from the previous testing. Customer requested review of (B)(4) using sars-cov-2 ml 273163.